Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during surgery there was a small crack in the femur. Surgeon put cable around to support the femur. While using the tensioner it was slipping and wouldn't hold tension. Used a new tensioner, cases completed fine.

Manufacturer narrative:
The returned device is unremarkable. Some light scratching consistent with normal use was observed. The teeth on the locking cams are worn, the damage appears consistent with prolonged normal use of the device. Functional inspection the device was used to tension a sample of 2.0mm vitallium dall miles cable. The device was able to apply and hold tension on the cable when the crank was tightened as much as possible by hand. Functional inspection concludes the returned device is functional despite the minor wear noted on the locking cam teeth. Dimensional inspection. Not performed as the returned device was found to be fully functional. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. "The event could not be confirmed nor the root cause of the reported event determined because the returned device was found to be fully functional. Minor wear consistent with normal use was noted on the locking cams of the device however functional testing found the wear did not impact the functionality of the device. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery there was a small crack in the femur. Surgeon put cable around to support the femur. While using the tensioner it was slipping and wouldn't hold tension. Used a new tensioner, cases completed fine.